Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and undersensing in both bipolar and unipolar configuration. This patient had recently underwent a valve replacement. A chest x ray was performed which technical services (ts) noted appeared to be in the same position however noted it is assumed to be dislodged. Ultimately, this patient underwent a revision procedure in which this ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.